Event description:
It was reported that the patient went to a healthcare provider on (B)(6) 2026, for irritation and redness at pod infusion site. The patient was prescribed an unknown cream, but the patient does not remember the name of the prescription.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.